Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. Evaluation experienced a delayed keypad response of approximately 5 seconds and determined assignable cause to be a failed processor pcb. The failed processor pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device had a delayed keypad response. There was no patient involvement.